Event description:
A customer reported that during the middle of a procedure, the footswitch stopped responding. The footswitch was exchanged to complete the procedure without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).